Event description:
It was reported that during a laparoscopic robotic prostatectomy procedure, the first device made a crunch noise then would not fire. The device would not release from tissue at first then finally was able to be removed manually. When the device was examined there were protruding unformed staples in the back jaws and no other staples deployed. The device did not cut at all. The second device did not feel right when closing. The surgeon was pulling the trigger and the knife blade was not moving forward. Due to the location the device was fired, it is unknown if any of the staples deployed, however, it appeared that half the reload cartridge fired. The procedure was prolonged by thirty minutes. Suture was used to complete the procedure. No adverse consequences reported.

Event description:
Reporter alleged the customer obtained the results of 400 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.